Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level while using a non-tandem infusion set; specific bg value was not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.